Event description:
A caller reported experiencing a cartridge alarm 30 on two occasions, with the notable issue occurring on october 31, 2025. This event led to the customer's blood glucose level reaching 500 mg/dl, prompting them to manage the high level through a corrective insulin injection using multiple daily injections (mdi). There was no adverse impact to the customer's blood glucose level following the corrective action. The issue occurred during the load process, and the caller had waited appropriately before removing the used cartridge. Although the customer had not previously reported alarms with this specific pump serial number, they did experience consecutive cartridge alarms. As a resolution, technical support decided to replace the pump and confirmed the shipping details, advising the customer on the necessary steps for returning the problematic pump. Instructions for putting the pump into storage mode were also provided and acknowledged. The replacement was sent, with additional guidance offered on the procedures to follow upon its arrival.